Manufacturer narrative:
The service rep could not duplicate the problem but did verify the software version and boards in unit to provide to rep so he can ensure he has proper software to upgrade hard drive.

Event description:
The customer reported the system will not boot. No patient injury was reported.